Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause of stim not being able to turn on and off and patient not feeling stim after mammogram was undetermined. Patient stated that the auxiliary plug was not working, and patient would leave device on.

Manufacturer narrative:
Product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown (auxillary plug) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated yesterday that they had an appointment for a mammogram for which stim was turned off. Caller stated when they got home, they tried to turn stim on again, but they "had a tough time getting stim back on again". Caller hit "the on button I don't know how many times" stating stim finally turned on after several attempts. Caller stated after stim was turned on, patient stated she "didn't feel anything" so caller tried to increase stim, but caller stated the stim was turned off by itself even though they had already turned stim on, so caller went through process again stating it was hard to get stim to turn on/off. It was asked if caller used patient programmer (pp) antenna, and caller responded antenna "doesn't seem to work all that well either". During call, patient was assisted to synchronize pp with ins. Caller verified that stim was on and on p1 at 1.25v. During call, caller increased patient's stim to 1.35v to where patient stated that they could feel stim at comfortable level. Caller also confirmed pp seemed to be working . Caller mentioned that patient was black and blue and swollen around patient's implant and asked if that was normal. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.